Event description:
A gore flow reversal system was used for embolic protection in a carotid artery stenting and angioplasty procedure. The pt did not have a right external carotid artery; therefore, the gore balloon wire component was not used in the procedure. The gore balloon sheath balloon was inflated, reportedly at a highly calcified location in the cca. After the stenting was completed, the gore balloon sheath balloon was deflated and a final angiography was performed. Angiography revealed that the common carotid artery was perforated at the location where the gore balloon sheath was positioned. The physician kept the gore balloon sheath positioned in the common carotid artery and repaired the perforation with two stents. The pt tolerated the entire procedure well and did not experience any clinical sequela.

Manufacturer narrative:
Method - angiography films have been requested from the hospital for eval.